Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium w/ soft port. Smith & nephew received the above reported complaint for failure to alarm. No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. Since the negative pressure therapy involves various elements within a system, it is difficult to determine and assign a definitive root cause of the complaint described. Possible root causes for pooling of fluid at wound site are: blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. Regarding pump not leak alarming, the alarm was not triggered after the soft port tubing was removed from the wound since the system sensed that negative pressure was still maintained and the leak rate was not significant enough in order for the system to trigger an alarm. This is supported by the information provided were the soft port tubing still had a ¿compressed like¿ appearance even after being removed from the wound. This is an indication of negative pressure being achieved and it could be due to a blockage inside the soft port fluid handling pathway. In this case, a blockage alarm was not triggered. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would be triggered within 3 minutes. Possible root causes for pump not triggering a blockage alarm may include that the system was drawing enough air through the canister connection between pump and canister filter hose. This issue has been confirmed, and (B)(4) was initiated to further investigate the root causes for failures of this type, and identify any potential corrective actions. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm.